Manufacturer narrative:
It is unknown at this time if the device is available for evaluation. If the device is received for evaluation, a follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)

Event description:
On october 27, 2009, the facility representative notified baxter quality relations of one colleague triple channel volumetric infusion pump with a reported condition of "no audible alarm." The device was infusing an insulin drip and after one hour of the insulin drip being started the nurse noticed that the channel was not running. The device was switched out with another pump. It is unknown at this time if there was patient injury or medical intervention necessary. No additional information is available. The facility does not want to be contacted for additional information. The software version of this device is currently unknown.